Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received a discrepant result when testing with a coaguchek inrange meter (serial number unknown). At 6:00 a.m., a sample from this patient was tested using the meter and test strip lot number 34521812, resulting with a value of 5.10 inr. At 10:30 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.28 inr. At 10:32 a.m., a sample from the patient was tested using the meter and an unknown test strip lot number from the clinic, resulting with a value of 5.8 inr. Prior to sample collection, the patient's hands were cleaned with disinfectant. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3.0 - 3.5 inr. The patient's testing frequency is once per week. The patient has factor 5. The product was requested for investigation and replacement product was sent to the patient.